Manufacturer narrative:
While performing post dilatation of a stent in the superficial femoral artery, the balloon burst below nominal pressure. An indeflator was used for inflation. The vessel was described as having severe calcifications, mild tortuosity and a 100% stenosis. There was no reported injury to the patient. There is no additional information regarding patient, lesion or procedural characteristics regarding this event. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. With the limited amount of information available and without the return of the product or films of the procedure, it is not possible to determine the relationship between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Event description:
After stent placement, the product was advanced to the lesion in the superficial femoral artery (sfa) (side unknown) to perform the post-dilatation. Upon inflation with an indeflator, the balloon ruptured at below nominal pressure. Therefore, the balloon was withdrawn out of the patient's body. There is no information as how the procedure was completed. There was no reported injury to the patient. The age and the gender of the patient are unknown. The vessel had severe calcification, mild tortuosity and 100% stenosis. The physician used a contralateral approach to access the patient. There is no information as to if there was difficulty accessing the lesion with a guidewire or crossing the lesion with the balloon. The lesion was pre-dilated. Stent placement was successful.